Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded electronic assembly. The pump had a corroded motor assembly and keypad traces. Unable to test for the unexpected restart alarm due to the unresponsive buttons. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and had condensation visible under the display after he was pushed into a pool. The blood glucose reading was 110 mg/dl. The customer also reported that the keypad had become unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.